Manufacturer narrative:
(B)(4).

Event description:
Patient asked if the implant should be on the belt line. Patient reports the implant was implanted a lot lower than it should and bother her and she discussed it with her hcp (healthcare provider). Patient reports when she sat and lay down it bother her and it took 3-4 weeks after implant to feel residual and she discussed with her hcp. Patient reports she had a uti (B)(6) 2015 which caused more frequency and pain on and off. Symptoms were worse than before she had the neurostimulator implant. Patient reports she was having new severe pain in the right hip and right knee for the past five nights. Patient reports the implant was not helping her symptoms since (B)(6) 2015. Patient states she had been playing with the setting and decrease stimulation to 2 today and the pain in the hip went away. Patient service confirmed setting was program 2 at 0.2 volts and therapy was on. Event date was (B)(6) 2015 for ins (stimulator) was lower in the body and bother patient and (B)(6) 2015 for uti (urinary tract infection) and therapy not helping symptoms. Event date for pain in the right hip and knee was in (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.